Manufacturer narrative:
The field service engineer checked the gear pump pressure and the main pump pressure. He performed hardware checks that confirmed the instrument was operating within specifications. The investigation was unable to determine a specific root cause. The issue was consistent with contamination of the rinse station, a contaminated sample probe, a dirty water tank, and pre-analytical handling issues leading to sample-related discrepancies.

Manufacturer narrative:
The ca2 reagent expiration date was not provided. The c311 system serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The field service engineer found that the alarm trace showed multiple alarms that the water level was too low, and the blank tube for the rinse station was contaminated. He decontaminated the sample probe and cleaned the water tank, as it had some impurities. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 (ca2) assay on a cobas 4000 c311 stand alone system. Initial result: 12.9 mg/dl (tested on c311). The patient questioned the initial result, and the sample was repeated. 1st repeat result: 13.9 mg/dl (tested on cobas integra analyzer). On (B)(6) 2025, the sample was repeated: 2nd and 3rd repeat results were 8.9 mg/dl and 8.8 mg/dl (tested on c311). 4th repeat result: 9.3 mg/dl (tested on cobas integra analyzer). 5th repeat result: 8.9 mg/dl (tested on cobas integra analyzer and processed after performing a new calibration). The repeat results obtained on (B)(6) 2025 were deemed to be correct.